Manufacturer narrative:
(B)(6). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). This complaint for particulate matter is confirmed. One unused/unopened set in original packaging reference to particulate matter was received. The set was visually inspected and noted set containing several small loose particles on the outside of tubing and organizer. Batch review results were acceptable for the lot number h11h21048.

Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter, where the home patient stated that 2 months ago she had received a cassette with white and black particles in the cassette. This complaint is confirmed because sample evaluation of an unopened disposable set noted a set containing several small loose particles on the outside of tubing and organizer. The cause of the problem was not determined during sample evaluation.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The sample lot number is known, therefore a batch review will be performed.

Event description:
During a follow up phone call for an alarm, product surveillance spoke with a home patient (hp). The hp stated that 2 months ago, she received a cassette with white and black particles in it. The cassette was never used. The sample was available and requested for an evaluation. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.